Manufacturer narrative:
Evaluation summary: one delivery system and capsule were returned to medtronic for evaluation. The device was visually inspected for external damage. The products were disinfected. The capsule was not attached to the delivery system when it arrived. The trocar needle was advanced and there were no signs of tissue or blood on the product. The delivery system was not bent and the plunger was not broken. There was evidence of mishandling as the plunger was rotated more than 1/8 of a turn. The emergency release was not implemented on the delivery system and the capsule electrodes were visually acceptable. The delivery system did not have any visible damage. The wire that holds the capsule was completely off and the foam gasket was in good condition. As the product was received, the device functioned per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a bravo capsule failed to attach to the patient's esophagus during an esophageal procedure. There was no harm caused to patient. A repeat procedure was performed. No intervention was required. There was nothing unusual about patient or procedure. An endoscopy was performed prior to the procedure. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information has been received and was confirmed by the customer. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The site has been performing bravo procedures for over 5 years, it is unclear how the doctor was trained. The vacuum source used was a medela pump. Vacuum pressure during capsule placement was around 600mmhg. Pressure did drop during finger test. It is unclear if lubricant was used on the capsule to facilitate capsule placement. It is unclear what caused the failure to attach.